Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during implantation of the eptfe vascular graft, the graft allegedly tore during beading removal. It was further reported that another vascular graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. One partial tear can be seen along the beading track. Therefore, the investigation can be confirmed for torn material. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during implantation of the eptfe vascular graft, the graft was allegedly torn during beading removal. It was further reported that another vascular graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for graft tear as no objective evidence has been provided to confirm any alleged deficiency with the device. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during implantation of the eptfe vascular graft, the graft was allegedly torn during beading removal. It was further reported that another vascular graft was used to complete the procedure. There was no reported patient injury.